Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and surgical replacement was recommended. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
This report is being sent to correct b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for a data review and it was confirmed that the device was depleting prematurely. A surgical replacement procedure was recommended within 90 days. The physician subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for a data review and it was confirmed that the device was depleting prematurely. A surgical replacement procedure was recommended within 90 days. It was mentioned that a revision procedure is scheduled for early april, but this has not yet occurred. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
This report is being sent to correct b5.

Manufacturer narrative:
This report is being sent to correct b5. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for a data review and it was confirmed that the device was depleting prematurely. A surgical replacement procedure was recommended within 90 days. The physician subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This ICD was received for analysis.